Event description:
Hope I can get it out- tampon [foreign body in reproductive tract]. String disconnects from tampon [device breakage]. Taking out tampon, string disconnects from tampon, hope I can get tampon out [complication of device removal]. Case description: consumer contacted via e-mail and stated that as she was about to take out the tampon, the string disconnected. No serious injury was reported. This case was initially submitted on 04-jan-2021 with the incorrect uf/importer report number of (B)(4). This corrected initial submission has the accurate uf/importer report number of (B)(4).